Event description:
Our rep is reporting that during a shoulder procedure some of the black insulation at the distal end of one vapr se electrode, lot #0607049, came off into the pt's joint space, the insulation debris was removed from the body. The case was concluded successfully without further consequence or harm to the pt using another type device.

Manufacturer narrative:
Although nothing has yet been rec'd for evaluation, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 540 devices that were released to distribution. Historically, this type of failure mode has been attributed to technique, having had the device abraded against something sharp or hard (bone or cannula) during use in the body. We attribute this event to user technique. However, when the complaint device is rec'd it will be subjected to an analysis, and if the results of the investigation differs from this historically established root cause failure analysis, those results will be reflected in a follow up report.